Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found haptic torn and broken. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Weight, ethnicity, race - unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -13.0 diopter, into the patient's right eye (od) on (B)(6) 2021. Reportedly, the lens was exchanged on (B)(6) 2021 with a same size different diopter lens due to refractive surprise. The problem was resolved. The cause of the event is reported as unknown. The surgeon reports, "the patient had poor near vision after the first lens implantation."